Event description:
It was reported that the screen went blank while ventilating. Nurse was at the bedside when the problem occurred. Ventilator was still delivering breaths while in use. No pat. Health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.